Manufacturer narrative:
Product complaint # (B)(4) additional information: h4. Device manufacture date, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 investigation summary- the product was returned to ethicon for evaluation. One empty pouch and one surgicel into a folder packet were received for analysis. Product code 1961. Upon visual inspection of the samples, no foreign matter was observed. However, it was noted that the surgicel fibrillar material exhibited incomplete carding. The carding was measured and met the required standards. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what is the lot number? 10116c when opened the package, the shape was deformed. There had been a foreign matter like a lint on it. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat device was used. When opened the package, it seemed like it was partially melted. When opened the package, the shape was deformed. There had been a foreign matter like a lint on it. No adverse patient consequences were reported. Additional information was requested.